Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. During the procedure the lead was repositioned several times in search of acceptable measurements until it was left in place. As the procedure progressed the patient's blood pressure decreased and respiratory rate increased. The physician performed an echocardiogram and confirmed a perforation that resulted in cardiac tamponade. The lead was extracted and a pericardiocentesis was performed. After the patient was stabilized the procedure was completed with the implant of another passive fixation lead. It was noted that the extracted lead is not available for return. No additional adverse patient effects were reported.